Event description:
An optometrist reported that one week folling photo refractive keratectomy (prk), the pt developed epithelial break in the left eye. This was noted on the day after the bandage contact lens was removed. The pt reported pain, foreign body sensation, and poor vision in the left eye. The pt was treated with a second bandage contact lens and eyedrop medications. The event resolved with the treatment, three weeks later. Per the optometrist, the event did not interfere with daily activities. No further info is expected

Manufacturer narrative:
Eval summary: the device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).